Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One imp,tsv,3.7,10,mtx,mg (tsvtb10) was returned for investigation.visual inspection of the as returned product identified significant signs of debris and wear. The implant is fractured at the collar. No pre-existing conditions were noted on the per. The reported product was located on tooth # 35 (fdi) and used for approximately 1 year.the reported event could not be recreated due to the nature of the dental device and event (fracture). The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 62379706. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (62379706) for similar event and no other complaint was identified.april post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fracture) or product (tsvtb10).therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(6).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Brand name unknown / not provided. Lot number,expiration date, unique identifier. Implant date unknown / not provided. First given name. Manufacturer date. PMA/510(k): k013227.

Event description:
It was reported implant fracture. Patient has been rescheduled for new implant placement.